Manufacturer narrative:
Concomitant products: product ID: 39286-65, serial# b)(4), implanted: b)(6) 2010, product type: lead. Product ID: 37752, serial# b)(4), product type: recharger. Product ID: 37743, serial# b)(4), product type: programmer, patient. Product ID: 37752, serial# b)(4), product type: recharger. B)(4).

Event description:
It was reported there were stimulation/therapy issues and the patient had shocking/jolting sensation. It was logged that the manufacturer representative(rep) expected to see the patient on the monday following report. It was logged there had been no diagnostic testing or troubleshooting performed, but there would be in the future. It was reported the product issue was not resolved, and the cause was not determined. It was reported the shocking sensation was in left ribs and started the morning of the day of report. It was logged it had been intermittent throughout the day. It was noted the patient had left side stimulation program turned down to zero and the right side stimulation was ok. It was reported the rep had the patient turn up stimulation on left side slowly and first sensation was in ribs. It was noted he then had him turn back down to zero. It was reported that before the morning of report the patient had good coverage and relief of painful areas. It was reported he could tell a major difference with stimulation turned off for about 30 minutes and the pain got increasingly worse. It was reported the patient status at the time of the report was alive with no injury. It was noted the patient symptoms or complications associated with this event were pain in left ribs. Additional information received reported the patient had turned his stimulation off, up, down, and every which way, but it was not helping. It was noted the patient had to put some more batteries inside the patient programmer. It was noted the patient had 2.60 with lightning bolt and then adjusted the 2.60v down to 0.0v and the patient saw the lower limit reached message and used the navigator key to clear. It was reported the patient had another program at 3.95v and he decreased that down to 0.0v as well. It was reported the patient then turned the stimulation off. It was reported that in the beginning the patient was using it for the right side only and then the patient started having issues with the left side and the rep met the patient and they fixed it "to where it worked (shocked) in right and left leg (stimulated like it was supposed to)." It was noted that until the day of report the patient had not had issues. It was logged there were no falls, trauma, medical procedures, or environmental exposures recently. It was noted the only thing the patient had done was go into his basement and turn on his welder and it was reviewed that welding does interfere and is not recommended. Further information received reported the patient was unable to make the planned appointment the following day. It was noted the patient was to call later that week to reschedule. Three days later it was reported the patient had not yet rescheduled.